Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank screen as a result of a corroded electronic and motor assemblies. Further testing was not performed due to the blank display.

Event description:
It was reported that the battery became warm and was replaced several times, but the insulin pump did not function properly. No further information was provided.